Event description:
It was reported that the wake button was not working. Customer pressed the wake button multiple times. There was no adverse impact to the customer's blood glucose level. Customer will continue to use current pump.